Event description:
Reportedly, few days ago, a colleague was called by the (B)(6) hospital to report an issue during the interrogation of this pacemaker to prepare it for implantation. The nurse in charge of preparing the device told us that a patient identification had already been entered but it was impossible for her to remove it. A colleague then came to see the problem but when he interrogate the device, no more information was present in the identification page. The pacemaker was then put aside while waiting for an engineer or a salesperson to prepare it before its implantation. On (B)(6) 2024, when interrogating the device, it remained stuck on the home screen loading with the yellow banner "interrogation" displayed without any other information on the screen. The interrogation was in bluetooth but even after several minutes it was still on the same screen. The tablet was rebooted by removing the battery and then the device was interrogated (the menu screen was available) but immediately any information could be filled in. The pacemaker was not implanted and no problem was found with another alizea.

Manufacturer narrative:
The conclusions are as follows: - at reception, the pacemaker has been interrogated with a smartview 3.16 tablet and no abnormality was found. No files dated of the event was provided therefore the root cause cannot be determined with certainty. Based on the available information, the most likely hypothesis is a tablet smartview (3.16) software issue. The pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter. This issue can be seen as a freeze by the user. This issue has been solved in the new smartview version (3.18). No issue can be suspected on the pacemaker.

Event description:
Reportedly, few days ago, a colleague was called by the (B)(6) hospital to report an issue during the interrogation of this pacemaker to prepare it for implantation. The nurse in charge of preparing the device told us that a patient identification had already been entered but it was impossible for her to remove it. A colleague then came to see the problem but when he interrogate the device, no more information was present in the identification page. The pacemaker was then put aside while waiting for an engineer or a salesperson to prepare it before its implantation. On (B)(6) 2024, when interrogating the device it remained stuck on the home screen loading with the yellow banner "interrogation" displayed without any other information on the screen. The interrogation was in bluetooth but even after several minutes it was still on the same screen. The tablet was rebooted by removing the battery and then the device was interrogated (the menu screen was available) but immediately any information could be filled in. The pacemaker was not implanted and no problem was found with another alizea.